Event description:
It was reported that after about 1 day of use, bleeding was noted at the insertion site. The dr placed additional sutures. The next day continued bledding was noted and again more sutures added. As the bleeding seemed to continue, the catheter was removed. A transfusion was required due to blood loss.